Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 12:40:18. During night drain cycle eight, the patient's ultrafiltration reading was 1229ml, indicating the home patient (hp) drained 1229ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.